Event description:
Surgical procedure laparoscopic cholecystectomy. When the surgeon fired the clip applier it was observed the clips were crossing - the clip applier was removed from the field. A new clip applier was obtained and worked as intended. There was no patient harm.